Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received. The clinic notes dated (B)(6) 2012 revealed that over the years the severity and frequency of the patient's seizures have gradually increased. The patient reports two different types of seizures; the first type he reports feeling confused and may lose balance and fall. These episodes are relatively short, lasting seconds to a few minutes. The second type of episodes represents secondary generalized convulsions, which also last only a few minutes. The patient continues to have approximately 1-3 seizure episodes per week. The clinic notes list the patient's medical history consisting of coronary artery disease, hyperlipidemia, and coronary atherosclerosis of native coronary artery. The patient experiences hiccups and voice alteration with vns stimulation. The patient was prescribed baclofen for his hiccups. The physician indicated that when the patient has his vns replaced, they may seek a lower target dose in the hopes of avoiding hiccups which the patient associates with his vns settings. A battery life calculation was performed which showed 5.46 years remaining until eri=yes. Attempts for further information from the physician have been made but have been unsuccessful to date.